Event description:
It was reported to boston scientific corporation in 2008, that during an unspecified procedure, advancement difficulties were encountered. The lesion was located in the common bile duct (cbs). Upon introducing the flexima 8.5fr/5cm biliary stent delivery system (sds) into another manufacturer's endoscope, the sds was unable to be advanced through the endoscope's channel. The device was removed and a different device (manufacturer unknown) was used to complete the procedure. No patient complications were reported as a result of this event. The patient's status was reported as "good".

Manufacturer narrative:
Visual examination of the returned device revealed that the stent was separated from the delivery system. The suture had been removed from the system and was not returned for evaluation. The distal end of the guide catheter was deformed on one side. The suture had been removed from the system and a small tear was found distally from the suture hole in the push catheter. A suture impression was found in the guide catheter after it was withdrawn from the push catheter. The impression was 14 centimeters from the distal end of the guide catheter. The outer diameter of the stent was measured and found to be within specification. The root cause of the reported event was unable to be determined.